Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection identified a white residue inside the tubing. Functional testing including leak testing, clear passage testing and clamp function testing was performed with no issues noted. The reported condition was verified. The cause of the event was determined to be fatty acid (likely calcium stearate), calcium carbonate, and a small amount carbonyl-based material. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some white particulate matter was observed inside the tubing of a titanium transfer set. This was noticed after the periodic replacement of the transfer set. There was patient involvement but no patient injury and no medical intervention. No additional information is available.